Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, d10, e4, h6, h8, h11. Corrected fields: g4. The device was not returned to olympus for inspection and therefore the reported failure could not be confirmed. A root cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the inner sheath for outer sheath was broken during reprocessing. The plastic/carbon fiber part (distal end, ceramic tip) has a chip. There was no patient involvement.